Event description:
Reportedly, on (B)(6) 2026, the programmer screen is black, and using the power button light up blue led but the screen stay black. P1+p2 did not resolve the issue, removing the battery resolved the issue.

Manufacturer narrative:
Since the subject device has not been returned yet, no investigation could be performed. Results will be provided on the next report.

Manufacturer narrative:
Analysis of the returned subject device did not permit to reproduce the reported event. Upon reception, the programmer is working correctly and do not encounter black screen nor freezes. Review of the extracted files showed that no activity was recorded on 5-january-2026, confirming the malfunction this day. The absence of recorded activity can be caused when the tablet is powered on but the operating system never start its execution, explaining the blue led lighting but the screen remaining black. The most probable hypothesis is that the event was caused by hardware failure: unstable power delivery preventing the programmer to initialize correctly. Ram initialization failure. Loose or intermittent internal contact issue. No additional findings were available. The main origin of the reported event could not be established with certainty. The programmer will follow the normal workflow at the after sales service and will return back to the field. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on 5-january-2026, the programmer screen is black, and using the power button light up blue led but the screen stay black. P1+p2 did not resolve the issue, removing the battery resolved the issue.